Manufacturer narrative:
Correction: the patient presented to hospital with chest tightness and shortness of breath. Two days later the patient underwent the procedure with the nc sprinter device. It was detailed that a non-medtronic stent was implanted however, there was still residual stenosis after the stent was implanted. The nc sprinter balloon catheter was used to expand the stent. After expansion was complete a syringe was used to withdraw the liquid in the balloon however, the liquid inside the balloon could not be withdrawn. The balloon was embedded in the stent, and when attempts were made to pull back the balloon, the balloon catheter broke. It was later updated that the patient underwent emergency cardiopulmonary bypass coronary artery bypass grafting. The operation was successfully completed, and the patient's vital signs were normal during and after the operation. The patient improved and was discharged. Patient age updated. Codes updated. Section b.2 outcome attributed to adverse event updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there were no difficulty removing the protective sheath or the packaging stylette. Deflation difficulties were not noted after the first inflation. An inflation pressure of 12 atm was applied for each inflation. There were no inflation difficulties noted. There was no contraction/deflation of the balloon. The balloon could not be removed. A thoracic surgery by-pass intervention was required; however it was not possible to remove the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the balloon remains inside the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: coronary angiogram was performed which showed that the coronary artery was left dominant. The entire right coronary artery (rca) was small, with a stenosis of 60% at the proximal segment and a stenosis of 80% at the distal segment and timi3 blood flow. There was no stenosis at the left trunk, with a stenosis of 95% at the proximal left anterior descending (lad) artery, a stenosis of 80% at the middle segment, a small first diagonal branch with a stenosis of 50% at opening, a stenosis of 70% at the opening of the second diagonal branch and timi3 blood flow. The left circumflex (lcx) branch had a stenosis of 80% at the second obtuse marginal branch and 70% at the proximal segment of the third obtuse marginal branch, with timi3 blood flow. Lad artery pci was scheduled. With a guiding catheter in the opening of the left coronary artery and a non-medtronic (mdt) guide wire to protect the lcx branch, a non-mdt guide wire was advanced through the lesion to the distal segment of the lad branch. It was difficult to try to enter the second diagonal branch with the non-mdt guide wire, so it was abandoned. The lesion of the anterior descending branch was pre-dilated with a 2.0×20 mm minimally invasive non-mdt balloon at 10-12 atm, and a non-mdt 2.5×29 mm drug-coated stent was implanted in the middle stenosis at a dilation pressure of 10 atm. A non-mdt 2.75×24 mm drug-coated stent was implanted in series in the proximal segment at a dilation pressure of 12 atm, with poor stent expansion, and there was still residual stenosis. The 2.75×2 mm mdt high-pressure nc sprinter balloon was delivered to try to dilate/expand the stent. Immediate CABG was recommended. Postoperative heart rate was 88 bpm, blood pressure was 125/81 mmhg, and respiratory rate was 18 times/min. Event date updated. Image analysis: fluoroscopic images were provided and confirm the presence of lcx and lad lesions with injection of contrast. The vessels were pre-dilated followed by stent deployment. The post dilation balloon appears to only fill on the proximal end with contrast. The distal end of the balloon appears to be full of air. The deflation difficulties can be confirmed based on the images. The presence of air in the balloon may suggest that the balloon is air-locked, but this cannot be confirmed as the device was not provided for analysis. The balloon remained in the vasculature. The detachment of the balloon cannot be seen in the images from the account. The images appear to confirm the deflation difficulties but do not confirm the cause of the issues experienced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one nc sprinter rx balloon catheter to treat a non-tortuous, non-calcified lesion with 60% stenosis in the proximal/mid left anterior descending (lad) artery. The device was inspected with no issues noted. The lesion was pre-dilated. The device passed through a previously deployed stent. It was reported that balloon deflation difficulties occurred. It was detailed that the balloon would not deflate at the lesion site and surgery was required. No further injury to the patient was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.